Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent tvh/bso, perineorrhaphy and uterosacral vaginal vault suspension due to sui, intrinsic sphincter deficiency, pelvic floor muscle wasting and pop. It was reported that following insertion the patient experienced pain, extrusion, infection, urinary problems, bleeding, dyspareunia, neuromuscular problems and vaginal scarring. It was reported that patient underwent removal of vaginal scar tissue on (B)(6) 2011. It also was reported during her surgery there was inadvertent trocar injury to the bladder requiring catheterization for 2-3 days. No additional information was provided.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2009 and a mesh was implanted. It was reported that patient underwent release of perineal scar and vaginal scar on (B)(6) 2011 due to dyspareunia. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.